Manufacturer narrative:
A ge rep evaluated the system and reloaded system software, flashed the memory nodes, and reloaded calibration files. System operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.